Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (15mg/ml) and bupivacaine (10mg/ml) at unknown doses via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's last refill was (B)(6) 2018. The patient was discharged from her managing healthcare provider (hcp) office due to her refusal to stop taking xanax. The pump was due to alarm on (B)(6) 2018. The patient already felt like withdrawal "wants to come on" due to her throwing up for no reason (B)(6) 2018 or (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a consumer indicated that the pump had been alarming since (B)(6) 2018 due to being empty. It was noted that the patient had an appointment scheduled for (B)(6) 2019 for a consultation. No further complications have been reported as a result of this event.